Manufacturer narrative:
The device was not removed. The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient was hospitalized due to an infection at the ipg site and was given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient has recovered without sequelae and is currently using the device with effective pain relief.